Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative covid-19 at-home test result. On (B)(6) 2022, in the morning, the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022, in the morning, the consumer performed covid-19 at-home test and the result was positive. The consumer performed multiple covid-19 at-home test between 06-june-2022 and 12-june-2022 and the results were negative. The exact day and time of the test were not informed. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Manufacturer narrative:
The evaluation result code and evaluation conclusion code were updated.